Event description:
It was reported by the patient that "that a lead is not working or something like that". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.